Event description:
During a routine phacoemulsification procedure the pt reportedly received a mild corneal burn at the incision site which required one unanticipated suture to close. The pt is expected to recover fully.